Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection was performed and found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. During irrigation, a leak was observed in the luer of the catheter. Microscopic inspection observes that there was separation between the flush tubing and the luer. The catheter was dissected for further inspection of the flushing difficulties. It was revealed that the flush tubing was broken from the luer causing the reported flushing issue, confirming the allegation.

Event description:
It was reported that during a paroxysmal atrial fibrillation a farawave was selected for use. During procedure, after the mapping was done, the farawave catheter was being prepared when it was noticed that the plastic flush tube was defective. The plastic around the flush port appeared to be deformed discolored. A new catheter was requested. The procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation a farawave was selected for use. During procedure, after the mapping was done, the farawave catheter was being prepared when it was noticed that the plastic flush tube was defective. The plastic around the flush port appeared to be deformed discolored. A new catheter was requested. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.